Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in fill two of treatment. Upon opening the cassette door, moisture was noticed inside the cycler above the two domes. Pt had no ill effects. Sample is available.